Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01230. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 20 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas instructions for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced dark stool and was hemocult positive with a drop in hemoglobin from 9.9 g/dl to 6.2 g/dl since (B)(6) 2018. Anticoagulation was held. A esophagogastroduodenoscopy (egd), 2 colonoscopies and a capsule study were performed. All of which were negative. No interventions were done other than holding coumadin and aspirin. The source of bleeding was not found. Protonix was started and the patient's hospitalization was extended due to this event. Follow up diagnostic procedures were performed; (B)(6) 2018 esophagogastroduodenoscopy, (B)(6) 2018 enteroscopy, and colonoscopy on (B)(6) 2018. Results were not provided. The bleeding resolved on its own. No additional information was provided.